Manufacturer narrative:
Hs tnt g 5 assay lot number 345886 has an expiration date of 31-dec-2019 medwatch field d4 was updated. The customer returned a sample for investigation, but the sample arrived thawed and its condition could have been deteriorated. The customer¿s results did not match with the investigation results. Upon further investigation, the measured tnt value was considered to be a true positive value. Based on the results of serum fractionation, the presence of an interfering factor could not be demonstrated. A general reagent issue was excluded. The investigation did not identify a product problem.

Event description:
The initial reporter stated that they received discrepant high results for 5 samples from the same patient tested with the elecsys troponin t gen. 5 stat assay (hs tnt g 5). The first two samples were tested on a cobas 8000 e 602 module (serial number (B)(4)). The first sample and the third sample were tested on cobas 6000 e 601 module (serial number (B)(4)). The fourth and fifth samples were tested on a second e 601 (serial number (B)(4)). All sample results were reported outside of the laboratory. The reporter believes the discrepant hs tnt g 5 values may be related to a sample specific issue. The first patient sample and second patient sample were tested at the customer site on the e 602 analyzer using the hs tnt g 5 assay. The first sample was also sent to a second site where it was tested on the first e 601 analyzer using the hs tnt g 5 assay. The first sample was also sent to a third site for testing with the elecsys troponin t gen. 4 assay (tnt g4) and this value was believed to be the correct value. The first sample was also sent to a fourth and a fifth site where it was tested using unknown troponin I (tni) methods. The third sample was tested on the first e 601 analyzer at the second site. The fourth and fifth samples were tested on the second e 601 analyzer at the second site. Normal cardiac workup was performed on the patient and no medical treatment was given. Hs tnt g 5 assay lot number 345886 was used with e 601 analyzer serial number (B)(4). Hs tnt g 5 assay lot number 381542 was used with e 602 analyzer serial number (B)(4) and e 601 analyzer serial number (B)(4).